Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had experienced altered mental status and urinary retention. The cause of the patient¿s confusion was chronic analgesic-use and using oxycodone along with the pump. It was indicated that, on (B)(6), the intrathecal dose was decreased by one-third and a CT scan of the head was done to rule out other causes. It was reported that the patient was doing fine at the time of report. He was receiving effective therapy, had no further symptoms, and was alert and oriented to person, place, and time. The device system was used to deliver compounded morphine.

Event description:
It was reported that the patient was confused and in the hospital. The reporter did not know when the patient¿s systems had started, though it was indicated that they were wondering if the patient was getting too much medication. On the day of report, an MRI was ordered for the patient¿s brain. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).